Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site experienced an inaccuracy. They were unable to register the patient since the skin flap was covering most of the face and recorded an estimated inaccuracy of 4-5mm. When the chicken foot frame was taken off and when outside of the array, the tumor was then visible. When the eye was touched, it navigated on the eye internally. When about a foot and a half away, the tumor was then visible. The site did not think the reference frame moved. The technical services representative (ts) had the site turn off the 3-dimensional settings and use autoblending but the surgeon declined to see if this would help as they had proceeded with the case without navigation. There was a surgical delay of less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0. H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, d20, d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. H2-h6: a medtronic representative went to the site to test the equipment. The system performed as intended and no hardware parts were replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was clarified that ts asked the site turn off autoblending, which is a feature in 3d settings, yet the doctor declined turning it off since they were moving on.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The site acknowledged they didn¿t know about the usage of the stealth as it was physician choice last minute. The rep also discovered that the unit had not been plugged in properly and this could be the cause of the screen flashing and having issues. The biopsy was due directly to technique.